Manufacturer narrative:
The device was not returned for evaluation.

Event description:
The customer contact reported an adverse event while the device was in use. The endotool was being used to manage the pt's blood glucose level. It was reported after an unspecified length of time in use, the nurse noted that endotool was "deactivated." The endotool was restarted. The pt was receiving between 2.5unit/hr and 3.0units/hr of insulin. At an unspecified time, the pt's blood glucose reading was 64 mg/dl. Based on the endotool recommendation, a one-half ampule of 50% dextrose was administered. After an unspecified length of time, the pt's blood glucose reading was 127 mg/dl. After approximately 20 mins, pt's blood glucose reading was 114 mg/dl to 115 mg/dl. It was reported that after several hours, the pt's blood glucose reading was in the "90's" mg/dl. At 2400, the pt's blood glucose reading was 77 mg/dl and the endotool was discontinued. There were no reported adverse pt sequelae. Though requested, no additional info was provided.